Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had no button error alarm during testing. The device was received with cracked battery tube threads, cracked case near display window corners and cracks on the display window.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the device was in their bra and they were sweating. Customer's blood glucose reading was 202 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.